Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump received with minor scratched lcd window and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer has been experiencing high blood glucose levels between 400 and 600 mg/dl, and was taken to the emergency room yesterday for hyperglycemia with a blood glucose reading of 688 mg/dl. The customer experienced nausea, vomiting and ketones. The customer was treated, and his blood glucose came down to 240 mg/dl. The customer's blood glucose at the time of the call was 456 mg/dl, and was being treated with the pump only. Troubleshooting was performed, and the pump passed the prime test. The pump programming was correct. The mother reported getting a no delivery alarm yesterday. Reviewed the bolus history and all appeared correct. The mother declined to conduct the high pressure test at this time because the current infusion set appeared to be working properly. The mother later called back to report repeated high blood glucose levels. The customer was taken to the doctor, and the doctor recommended getting a replacement pump. The mother stated that he is using a loaner pump and that one is working correctly. The pump will be replaced.